Manufacturer narrative:
The suspect device was returned for investigation. The complaint is not confirmed. The root cause could not be determined. However, there is evidence of excessive force being applied to the device during use. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device has not returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that the core of the wire was exposed while attempting a diagnostic coronary angiogram. No patient injury was reported.